Manufacturer narrative:
The customer¿s report of crack female luer was not confirmed. The set was inspected for kinks, incomplete bonded engagements, holes/tears in the tubing or damages to the components; no anomalies were detected. Functional and pressure tests were performed; no leaks or separations were occurred. The root cause of the reported crack female luer was not identified.

Manufacturer narrative:
Gtin for set model 20129e lot 16125752 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a cracked female luer that occurred during an unspecified infusion. There is no report of patient harm.